Event description:
It was reported that bd maxzero extension set was cracked.the following information was received by the initial reporter with the following verbatim.it was reported that nine of the maxzero were cracking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.